Manufacturer narrative:
The received device had the cannula assembly fully deployed. No damages or deficiencies were observed that would contribute to the soft cannula dislodging. A root cause for the reported dislodged cannula could not be determined. Inspection of the device found no damages or defects were noted to the formed needle, soft cannula, or bottom housing that would contribute to skin condition swelling at the infusion site during insertion. The exact cause of the reported skin condition swelling during insertion could not be determined. Blood was observed on the adhesive pad. Inspection of the formed needle found no issues that would contribute to bleeding. The cause of the bleeding could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 266 mg/dl while wearing the pod between 5 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found to be dislodged and the site was bleeding and appeared swollen. As treatment, a new pod was placed.